Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient was experiencing multiple low blood glucose levels down to 29 mg/dl with lightheadedness, dizziness, and the patient was very pale. The reporter indicated that the health care provider made changes to the patient¿s basal rate, insulin to carbohydrate ratio, insulin sensitivity factor and target blood glucose levels but the reporter indicated that the patient was still experiencing low blood glucose levels. The reporter indicated that the morning of the call to animas the patient¿s blood glucose was 44 mg/dl. The reporter indicated that the patient¿s blood glucose levels were treated with oral carbohydrates and the levels would resolve. The pump was reviewed with the reporter and found that there were no alarms related to the event, the bolus history indicated that all boluses were delivered appropriately, the prime history was confirmed and the reporter confirmed that the patient did not prime while attached, the total daily dose history added up correctly, and the time and date settings on the pump were correct. The reporter was advised that the pump appeared to be delivering appropriately; however, the reporter indicated not having confidence in the pump¿s function. This report is made based on the allegation that the patient experienced hypoglycemia associated with an allegation of lack of faith in the pump¿s insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the pump battery compartment was observed to be cracked. Also unrelated to the complaint, the display screen as observed to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.